Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 05-may-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous surgical non-medtronic valve, while removing the delivery catheter system (dcs), resistance was felt while the wire and nosecone were passing by the paddle of the implanted valve. The dcs was pulled back further and the valve dislodged. The dcs was removed from the patient and the valve was snared to the ascending aorta. A new valve was implanted successfully. No additional adverse patient effects were reported.